Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80. Advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient reported that he had to call the paramedics to his home due to low blood glucose (bg) (exact bg levels was not provided) and upon their arrival they treated him with a manual injection of glucose. He did not have to go to the hospital. During his appointment with a lung specialist he had the hospital staff assisted him with a bg comparison. His omnipod personal diabetes manager (pdm) read 13.3 mmol/l (240 mg/dl) vs 9.7 mmol/l (175 mg/dl) for the hospital¿s meter. At the hospital was determine that the bg meter in the omnipod personal diabetes manager (pdm) did not read the values correctly compared to the hospital¿s bg meter.